Manufacturer narrative:
The instrument was analyzed and found to have damage of the conductor wire's insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, the wire was damaged. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation did not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the insulation layer of the black guide wire at the head of the 8mm maryland bipolar forceps instrument was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was first observed after the instrument was removed and did not cause any harm to the patient.